Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels between 50-70 mg/dl due to needing settings adjustments. Customer addressed low bg by consuming carbohydrates and consuming glucose tablets. Customer required intervention by husband who provided juice. Tandem technical support advised customer to consult with healthcare provider regarding settings adjustments.